Event description:
Medtronic received a report that a pipeline flex stent (ped-400-20) failed to open in the distal and middle section and the delivery system became damaged. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery, c6 segment with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone arterial diameter was 3.2 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was reported as normal. A long sheath was advanced to the distal c1 segment of the internal carotid artery, and an intermediate catheter (6f, 115 cm navien) was advanced to the proximal cavernous segment. The stent microcatheter was navigated to the distal m1 segment of the middle cerebral artery. After ped preparation according to the standard procedure, the stent was delivered into the microcatheter for advancement. Once the stent was delivered to the target location, the microcatheter was withdrawn to deploy the stent. The distal end of the stent was positioned at the terminus of the internal carotid artery; however, the distal end appeared not to open sufficiently. The operator continued the deploy. Due to the acute angle between the ophthalmic artery and the cavernous segment, the stent could not open smoothly while passing through the bend. Despite multiple push-and-pull maneuvers, the stent still failed to open. The operator considered that the stent could not open across the bend and that the remaining length was insufficient for remedial maneuvers. After several unsuccessful attempts, the stent was resheathed and the stent system was withdrawn from the body with the microcatheter. Upon inspection outside the body, deformation of the stent system caused by pushing was observed. The stent was then replaced with a ped-400-25. After the stent was delivered to the target location, the distal end was positioned and deployed in the same manner. During deployment across the bend, after two to three push-and-pull maneuvers, the stent was clearly observed to open at the bend. The stent was then fully deployed. Final angiography showed satisfactory results, and the procedure was completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included 6f 115cm navien support catheter, phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.